Event description:
I have been using breathe right nasal strips for a long time. I have noticed increased itching. I ended up pulling nasal strip off during the night. On the box there is a statement about latex allergies. I have had several surgeries and have never had a problem with latex. I explained to the MFR that I am having a reaction to the adhesive and questioned what that is made of, not a very good explanation. They have received complaints about itching from other consumers as well. I have tried a few types of strips they made. Inconsistency with the strips either sticking to the point that layers of skin come off when removed, or the strip comes off before it should. Thank you. (B)(6). "MFR, what is the actual material in the product."